Event description:
It was reported that contamination issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During flushing, the device became contaminated. No patient complications were reported. It was further reported that there was no device issue. Prior to the procedure, user handling resulted in the device becoming contaminated.

Event description:
It was reported that contamination issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During flushing, the device became contaminated. No patient complications were reported.